Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had liquid spill on two row boards on main drawers. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer, row a and b had a small amount of spill. A field service engineer (fse) cleaned under the cubie trays and replaced row a. The row b tray was cleaned, and all cubie positions on both trays were tested with no issues. The customer verified that drawer 5 was functioning properly by performing inventory checks on several medications. The system functioned as intended after the field service engineer repaired the device.